Manufacturer narrative:
Batch review performed on 21 august 2020: lot 1909747: (B)(4) items manufactured and released on 09-mar-2020. Expiration date: 2025-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 21 august 2020: liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot 1910311: (B)(4) items manufactured and released on 3-feb-2020. Expiration date: 2025-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 month after primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.